Event description:
The unit would not lock tight into position. Doctor could not get a scope in the joint; no distraction from hip; it migrated into abduction. Could not continue hip arthroscopy case. It was reported that the hip distractor is brand new, and this is the first time this customer has used the device.

Manufacturer narrative:
Product was returned and forwarded to the manufacturer for analysis.